Event description:
Rep reports: ep cath was prepped per IFU. It was placed properly into patient's coronary sinus (cs). Briefly it occluded the cs and was confirmed both visually (fluoro) & with a ventricularization waveform. Suddenly, the waveform was lost and the balloon could not be seen on fluoro. Upon withdrawal the balloon appeared to be punctured as it would not hold any volume of saline. There was no patient injury to report.

Manufacturer narrative:
Device not yet received for evaluation.

Event description:
During an rf ablation procedure, the ground pad cable did not work. Back up equipment was not available and the procedure was cancelled. The patient had been given local anesthetic. There is no adverse consequence reported as a result of this malfunction.

Manufacturer narrative:
The 3/24/10- (B) (4) product eval lab: customer report of "balloon puncture" was not confirmed. Balloon inflated but did not maintain inflation due to leakage across distal bond. Leakage occurred through a channel, above pressure lumen. Balloon appeared intact. Unit is sent to accellent for further evaluation. The 4/26/10-accellent evaluation: the device balloon was visually inspected and it is noted that the balloon did not burst. Water was introduced into the balloon lumen and it is noted that the distal balloon bond has delaminated and that is where the water leaks out. Visually there is a kink in the bellows. Water was introduced through the pressure and infusion lumens and there are no other defects detected. These devices are visually and functionally tested 100% prior to packaging.